Manufacturer narrative:
The device used in treatment has been returned for evaluation. A visual inspection found the front and back enclosure broken, the functional evaluation was not able to establish a relationship between the, device and the failure reported. The device was fully tested, performing within expected parameter, the display lcd required replacing, but this did not contribute to the failure reported. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional preventive or corrective actions are required. This investigation has now been closed and recorded as no fault found. No relevant clinical information was provided so a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A risk management review has taken place in relation to this complaint, the failure reported is captured within the file which contains maceration and delayed wound healing as failure effects as a result of treatment stopping before therapy completion. Blockage, canister full, false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of the instructions for use found adequate warnings, precautions and instructions on steps to be taken in relation to this event. The first paragraph of the dressing kit IFU states: ¿carefully monitor the patient, device, and dressing frequently to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy (npwt). The frequency should be determined by the clinician based on individual characteristics of the patient and wound. Npwt device are not designed to detect or issue an alarm condition based on the presence of bleeding or pooling.¿ in parallel we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was already revised in (B)(6) but it sill has false alarms for "full canister".delay in wound healing due to several changes in canisters and devices.